Event description:
The pt's one touch ultra meter would not power on. Two days before contacting lfs, the pt, was tested on the reported meter; a result of 51 mg/dl was obtained at 9:30 am. The pt took their breakfast and insulin dosage of 4.5 ui novomix 30, as usual. Two hours later, the pt vomited. The pt's family member attempted to test with the reported meter and it would power on. The family member took the pt to the hosp ER. A result of 40 mg/dl was obtained on hosp meter. The pt was given grapefruitjuice to drink and was admitted to the hosp overnight. The reported meter provided a result consistent with the hosp meter result obtained two hours later. There is indication that the meter contributed to the pt experiencing injury or medical intervention. Based on the unresolved power issue, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter test strips, and control solution were replaced.